Manufacturer narrative:
Fowler brake.

Event description:
It was reported by service report that the head would not stay up. It is unknown if there was patient involvement or if there were adverse consequences to report.